Event description:
It was reported that the surgeon made a stapled haemorrhoidopexy for a patient with third degree hemorrhoids in 2009. No obvious problems have been noticed as the doughnuts were complete. Postoperative, the patient was complaining about permanent pain and had secondary bleeding. Three days post op, he was examined by the surgeon who noticed an internal swelling, but a complete circular staple line above the linea dentate. At 12 days post op, the patient was accommodated again in the hospital. He had anesthesis and was examined. It showed the anastomosis had circular dehiscent and that the staples couldn't be found. The surgeon assumes the rejection of the staple line and consecutive dehiscence of the mucosa and submucosa. The surgeon also mentioned that he originally didn't notice any conspicuous problems with the device. The patient condition is now stable. But this incident might cause negative consequences in the future. The device had been discarded by the customer. Medical opinion provided by physician in 2009: "I've looked at the complaint, and it seems that there is no product related event. It seems rather, that the patient had postop infection as a medical complication which has nothing to do with the stapler."

Manufacturer narrative:
Evaluation summary. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.